Event description:
This pt with a history of diabetes, smoking, and claudication was admitted for pta and stenting of the mid through distal left sfa. The 2000 units of heparin were given at the beginning of the procedure. The pt was randomized to receive a smart stent. Ipsilateral femoral access was obtained. The vessel was described as 5.0mm in diameter and straight. The lesion was described as a de novo, calcified, and eccentric total occlusion. The lesion was located 13cm above upper edge of patella. Total lesion length (occlusion) was 120mm. No thrombus was present at the site. All arteries downstream (popliteal, anterior tibial, posterior tibial, and peroneal) were patent. The target site was predilated with a 5 x 10 cm opta pro balloon. The lesion had a 70% stenosis after pre-dilation. A dissection was noted extending distal from the lesion site. Two smart stents, a 7 x 10cm and 6 x 10cm, were implanted without complication. The stents were post dilated with the same 5 x 10cm opta pro balloon inflated to 10 atms. There was a 30% residual stenosis after stent implantation and post dilation. There was no residual dissection post stent placement. No other lesions treated during the index procedure.

Manufacturer narrative:
The product is not available for analysis. Additionally, the sterile lot number is not known. No further analysis can be performed for complaints reported without a lot number, and for which the associated products will not be returned. Vessel dissection is a known complication associated with vascular stenting and is described as such in the product IFU. Angiographic predictors include calcified lesions, eccentric lesions, long lesions, complex morphology (aha type b or c), and vessel tortuosity. Procedural factors may also contribute to dissection, such as a balloon to artery ratio, and the deep seating of the guide catheter into the ostium of the vessel. There is no evidence to suggest that this event is related to a manufacturing issue or any defect of the device. In this case, the pt presented with a long (120mm), calcified total occlusion, which likely contributed to the event of dissection.